Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. This pacemaker was received by boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The patient with this pacemaker experienced symptoms with atrioventricular desynchrony.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. This pacemaker was received by boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.